Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported issue. The stm tested the iabp and observed the lcd screen was unstable. To address the issue the stm reseated and cleaned color driver cable. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during power up the screen of the cs300 intra-aortic balloon pump (iabp) has a glitch. It is unknown if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that during power up the screen of the cs300 intra-aortic balloon pump (iabp) has a glitch. There was no patient involved and no adverse event wasreported.